Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the tube clamp on the roller pump would not come apart. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The service repair technician (srt) found heavy contamination contributed to the tube clamp assembly not being able to be removed. The tubing clamp was binding and screws were frozen into raceway. The srt connected the roller pump to a verified laboratory system one with a central control (ccm) connected and powered on. The pump operated correctly with the exception of th tube clamp assembly. The customer has a history of improperly maintaining the roller pumps and was sent a letter to remind them of the cleaning instructions provided in the operator's manual. No additional action will be taken at this time.